Event description:
It was reported that the reservoir was leaking. The blood glucose reading was 354mg/dl. The mother stated that her daughter's blood glucose was running high all day and then they decided to change the infusion set. They removed the reservoir and found that the reservoir compartment was wet. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.